Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was "hi" on the meter. Customer attempted to treat their blood glucose with boluses. It was also found the customer was feeling nauseous due to their high blood glucose. Troubleshooting did not find any air bubbles or leaks. It was also found the insulin pump failed the high pressure test twice. Customer was advised the insulin pump will be replaced. The customer also reported a blood glucose of 57 mg/dl.